Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process when she presses act. It was reported that during troubleshooting the insulin pump had alarmed compromised force sensor system. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a33 alarm or prime/fill anomaly due to cracked/detached end cap.